Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that disk space issues on database server. The technical support specialist (tss) found the server¿s e drive full and an issue with the database backup folder. Cleared 30 gb of space and restarted sql server management studio (ssms), after which the system ran without issues. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all devices were not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.